Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger head was cracked by all the screws. A review of the event history log identified syringe plunger not in place in history. During functional testing the syringe plunger not in place was found during the syringe test and failed plunger sensor reading. Q1 was broken off from plunger board and plunger board broken off from glue. The root cause of the issue is known and is design related. Replaced plunger board. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump would not recognize the sensor plunger. No patient injury was reported.